Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient was taken to the operating room for a thermal endometrial ablation procedure in 2007. Prior to the procedure, the surgeon performed a hysteroscopy and d&c. Concerns were raised by the surgeon about the state of the patient's uterus as he could see a disfigurement on the endometrium in the fundal area during the hysteroscopy, and he noted that the uterus was brittle during the d&c. He was also concerned about the fact that the patient had been on long term progesterone therapy. During the thermal endometrial ablation procedure, there was a sudden drop in pressure. The procedure was aborted and the surgeon performed a laparoscopy and found that the balloon was protruding outside the uterus, where it had perforated at the fundus. The surgeon sutured the perforation laparoscopically and there was no evidence of thermal injury. The patient was discharged with no pain or complaints. A hysterectomy is planned in the future.